Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset instructions and assisted in resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump, with instructions to report back if the issue returned.